Manufacturer narrative:
Concomitant medical products: product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 08-nov-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient couldn't "matchup" the ins and the recharger, which was clarified to mean that they were seeing the reposition antenna screen on their recharger. The patient's programmer also displayed the poor communication screen. The patient was not feeling stimulation at the time of the report, and when asked when they last felt stimulation, an answer was not provided. Additional information was received on (B)(6) 2018. The patient had woke up one morning in (B)(6) 2018 and their device would not take a charge and had "failed". The patient was referred to a neurosurgeon to have the device repaired. A request was made to have a manufacturer representative (rep) check the device and perform reprogramming at the neurosurgeon's office on (B)(6) 2018 because they did not want to have a surgery if no device issues could be identified by the rep. It was further explained that a rep jumpstarted their device, and they were then told to call the rep the next day to check programming. Attempts were made to get in contact with the rep, but were unsuccessful. It was noted the patient was keeping the ins charged even though it was not working for their symptom relief since having the ins jumpstarted around (B)(6). The patient's new doctor requested a rep be present at the patient's (B)(6) 2018 surgical consultation appointment. Additional information was received from the patient's spouse on (B)(6) 2018 requesting a rep be present at the (B)(6) 2018 appointment. They reported that since (B)(6) 2018 the patient has been in need of programming because the patient's leads were broken. An email was sent to a field rep to inform them of the request. A response was received stating a rep would be present at the appointment. No further complications were reported or anticipated.

Event description:
Additional information was reported that the two of the patient's leads are broken. No further information was reported. Additional information was reported that the rep did meet with the patient on (B)(6). It appeared the patient just needed a physician reset and reprogramming. The rep reset the ins clock and reprogrammed the patient. They are now receiving stimulation coverage in their areas of pain. The neurosurgeon reviewed the CT scan and stated there was nothing wrong with the lead that was visible in the imaging. The rep did an electrode impedances check which showed greater than 10k. The neurosurgeon reviewed the CT scan and stated there was nothing wrong with the lead that was visible in imaging. No surgical intervention will occur. It was also reported the neurosurgeon did not know why the patient's wife was claiming that two of the patient's leads were broken. It was reiterated that the patient does not have any broken leads. The rep programmed electrodes 4-8 (+-+-), 1000 pulse width, 50hz and the patient is experiencing stimulation in their areas of pain. The patient is satisfied with the new program. No further information was reported.

Manufacturer narrative:
Additional review indicates the (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.